Event description:
A distributor in sweden reported that a pump declared a cartridge alarm during the load process. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Although the issue persisted and the customer was unable to resume insulin therapy, tandem technical support assisted and decided to replace the pump. The customer was instructed to utilize multiple daily injections (mdi) as a backup therapy and was guided on how to put the pump into storage mode for return.